Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. Cuff had a hole from wear at the corner of a fold along the lateral edge of the cuff shell towards the tab. Based on the information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation as a hole and subsequent fluid leak were identified along the lateral edge of the cuff shell.

Event description:
It was reported that this artificial urinary sphincter was returned without a device performance allegation. Analysis identified folds and fluid loss in the cuff. The identified issue may have caused or contributed to the device explant.